Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented to the hospital for inappropriate therapy. Upon interrogation, loss of capture and sensing were observed. Lead dislodgement was noted via fluoroscopy due to suspected twiddlers syndrome. The system was explanted and replaced.